Manufacturer narrative:
E1: patient city: (B)(6). Patient country: ireland.

Event description:
Reference number (B)(4). Event occurred in ireland. It was reported that the patient faced inexplicable high blood glucose event on 26-feb-2026. The blood glucose was high for two hours. The patient was treated with new set and autocorrection. No further information available.